Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the master tool manipulator (mtm) and it failed the calibration test and exhibited non-intuitive motion during sine cycle. The fse replaced the mtm to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon side console (ssc) arms felt like they were meeting resistance during surgery. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse asked the customer to request surgeon to move to ssc2 to see if the arms felt the same. The customer was unsure if the surgeon was able to move to secondary console during surgery. Surgeon was continuing with procedure robotically. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: customer confirmed that console 1 was not used in the procedure and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) associated with this complaint and completed investigations. The mtm was returned for failure analysis, and the reported failure was able to be reproduced during power up.

Event description:
Refer to h10/h11 for follow-up information.